Event description:
Pt reported symptom relief following implant in 2000, however, symptoms began to return including increased pain and withdrawal (compounded baclofen). The pt states a catheter granuloma was identified and a new catheter implanted. Info from the physician indicated a dye study and rotor study had been conducted prior to catheter replacement. The pt's wife also reported that several months later her husband had poor pain control and difficulty with ambulation. Physician also reported 12/03 that the pt still had indadequate baclofen dosing.